Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 500 mcg/ml at an unknown dose via an implanted pump for intractable spasticity and multiple sclerosis. The pump was alarming and the reason for the alarm was unknown as telemetry had not yet been performed. The hcp would be seeing the patient on (B)(6) 2016. The telemetry strips did not show the patient was due for a refill until august, but the drug was no longer stable as she missed the assigned refill date given to the patient (pump was not empty or low). The patient experienced an increase in spasticity. The event date was (B)(6) 2016. The patient was taking oral baclofen currently to help with the symptoms. Additional information was received from the hcp indicated the patient was not completely cognitive so it was hard to know what was happening, but not the patient was stating she no longer heard the pump alarming. The patient could not get to the hcp office on (B)(6) 2016 and they would troubleshooting tomorrow when the patient came in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.